Event description:
A user facility reported that during an intraocular lens (iol) implant on a pediatric patient, the lens broke apart following injection into the eye. They were unable to locate one of the haptics. In a follow up, the facility reported that during the case, there was some vitreous leaking and some bleeding occurred. The lens had cracked and the haptic dropped. It is unknown if the entire lens was removed. The surgeon had difficulty retrieving and viewing. Another lens was used to complete the case. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).